Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. During system eval, the fse made a number of adjustments to the voltages on several pcbs and power outpoints to prevent future malfunctions. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.